Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024 , reported that patient went to emergency room and was hospitalized. Patient went to emergency room on (B)(6) 2024 . Patient stayed in emergency room for less than 24 hours. Occlusion was suspected cause of high blood glucose level. There was high level of ketones. Infusion set had been used for less than a day. High blood glucose level was treated with multiple daily injection. Patient was released from hospital on (B)(6) 2024 . No further information available.